Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au480 clinical chemistry analyzer. The fse replaced the buffer valve to resolved the issue with the erroneous ise results. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported generating erroneous ise (ion selective electrode) patient results on their au480 chemistry analyzer. The erroneous patient results were not reported out of the laboratory; hence there was no change to patient treatment in association with this event. The customer was unwilling to provide any data. Quality control was within the laboratory's established ranges before and after the event.